Event description:
Customer reported receiving an error 3 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle blood glucose monitor. Although it is unknown if the meter was set to the correct unit of measure, the meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). Customer returned freestyle blood glucose monitor with serial number (B)(4) and test strips with lot number 0627921. Returned battery was replaced with a brand new battery. Meter did not power on with button depression or insertion of strips. A blank screen was observed. Additionally, a software failure was identified, which was causing the unit not to power on properly. This issue was identified during product testing and is not related to memory overwrite. However, because the meter could not be powered on, memory overwrite could not be confirmed during testing.